Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the user experienced an ¿unable to proceed¿ message during a supply change, consistent with a delivery interruption/failure to infuse associated with the pump¿s circuit board; the issue was resolved after removing all supplies, performing a dry run, and completing a full supply change with new supplies, after which delivery resumed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed signal loss consistent with a delivery motor communication problem, aligning with a component-level issue involving the circuit board. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.